Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device had a burnt fuse and was corroded, was confirmed. The following defects were found during evaluation : -the mains - on/off switch is corroded -the 8-way sock assembly is corroded -the keypad membrane is damaged -the loom foot switch to ID board is corroded -damages by fluid ingress -the psu board is defective -the dual-rf board is defective -the main power loom is corroded -the graphic vfd module is damaged by fluid ingress. The following actions were taken so as to resolve the reported complaint : -damaged psu board replaced -damaged rf board replaced -defective power switch replaced -defective connecting cable replaced -damaged connector replaced -physical damaged front panel replaced -display pcb replaced -defective material exchanged -missing material renewed -mechanical upgrade performed -electrical upgrade performed -unit calibrated newly. The device was cleaned, repaired, tested and found to be fully functional. As reported by the customer, the corrosion and the burnt fuses are caused due to fluid ingress into the device. Also the fluid ingress has caused the corrosion of all the components identified during evaluation. A manufacturing record evaluation was performed for the finished device [serial number ; (B)(6) and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). The actual device has been returned, and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email the generator did not turn on, a medical engineering inspection revealed that there was corrosion and burnt fuse.